Manufacturer narrative:
This device is included in 2006 subpectoral implants, and the 2005 renewal 3&4 microswitch physician communication populations. The device has not been returned to boston scientific crm at this time. This event will be updated if additional info is rec'd, or if the device is returned to boston scientific.

Event description:
Boston scientific crm rec'd info from an unknown facility that this cardiac resynchronization therapy-defibrillator (crt-d) was identified as an advisory device on a pt summary report form indicating the pt had died. There was no additional info regarding the pt's death. A review of the pt's records in boston scientific crm's databases did not show any allegations or evidence of device malfunction separate from or related to the pt's death. The pt's boston scientific crm field representative was contacted, but also was unable to provide info as to whether the returned pt summary form did or did not constitute an allegation against the device or its functionality.